Event description:
View box started smoking and shut down. It was one of two and the other one was working so they were able to finish the case. There was no harm to the patient. The rest of the cases for the day were canceled and the device was removed from the building. Manufacturer response for lithotripter, healthtronics lithodiamond (per site reporter). They have asked an electrician to evaluate the equipment.